Manufacturer narrative:
Investigation results: the device was not returned for evaluation. The distributor investigated the device issue and determined that it operated according to specification. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that that there was an adapter leakage during testing. No patient injury or complications were reported in relation to this event.